Event description:
The customer reported the system would not display an image on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. The system operates as intended.